Event description:
It was reported that during a da vinci-assisted surgical procedure, that the generator was not working, as neither bipolar nor monopolar energy would fire. The troubleshooting began with replacing energy cables and power cycling the generator, but this did not resolve the issue. Although the energy tone was present and the energy level was set at 3, no energy was delivered through the instruments. A c84 error was observed on the generator. Error logs showed that energy activation was halted by an instrument or instrument cable connected to the blue upper bipolar port while using the bipolar function. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned, and the investigation was completed. The reported issue was confirmable using logs; 25920 errors for bipolar 1 and 2. 25920 errors do not give a reason for energy halting. An inspection during the process was able to find errors in logs that match the complaint but could not replicate reported event site. Unit tested on system, all operations successful via all ports. The root cause was attributed to the integrated electrosurgical unit (iesu) failure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.